Event description:
It was reported that prior to an angioplasty procedure, the scoring wire of the balloon wire was allegedly found to be peeled off. The procedure was completed using another device. There was no reported patient contact.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was returned for evaluation. There were no kinks in the catheter shaft, and no anomies in the luer or y-body. The scoring wires were still intact at the proximal and distal ends. No evidence of scoring wire deformation or break was noted on the returned device, and no functional testing was performed due to the nature of the complaint. All the anomalies noted under microscopic observation. Therefore, the investigation is unconfirmed for the reported balloon soring wire deformation and break as during the visual evaluation, no evidence of a break or deformation was observed. A definitive root cause for the reported balloon soring wire deformation and break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2024),

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 04/2024).

Event description:
It was reported that prior to an angioplasty procedure, the body wire was allegedly found to be peeled off. The procedure was completed using another device. There was no reported patient contact.